Manufacturer narrative:
Continuation of medical devices: 694765 lead (B)(6) 2013.

Event description:
It was reported that the right atrial (ra) lead had no capture. The lead was capped and replaced. The patient is a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.